Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal the string pulled out of a tampon leaving the pledget inside her vaginal cavity. She was able to manually remove the pledget and did not seek medical attention. She did not experience any adverse health effects.